Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's eye due to haptic damage. The incision was enlarge to remove the lens. Another lens was implanted successfully. Please reference MDR# 1119279-2013-00086 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested but has not been returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.